Manufacturer narrative:
Product analysis: analysis noted that the analyzer was defective and the battery was depleted. The analyzer was replaced with a different functioning unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.